Event description:
Per the clinic, an integrity test was completed under general anesthesia (date not reported). The results do not suggest receiver/stimulator malfunction. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.